Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 47 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with food. Customer stated that the insulin pump received critical pump error alarm and broken force sensor alarm. Customer was unable to complete troubleshooting due to critical pump error alarm. Customer stated that the insulin pump was not exposed to a high magnetic field. The customer was advised that the insulin pump required to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.